Event description:
The customer stated that she tested her blood glucose and received a reading of "lo." While troubleshooting, the customer performed control tests and received a result of "lo." The normal control range was 98-135 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement test strips will be sent.